Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope produced no image. The issue was found during a treatment. The treatment was completed using a similar device. Inspection prior to use was performed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that because the electrical contact of the video connector was shaved, the image was not displayed. The adhesive around the objective lens was peeled. The adhesive on the distal end was chipped. The video connector had a crack. In addition, the grip, the angulation lever, the right/left lever, the up/down and right/left plate, the switch1, the light guide connector, the light guide cover glass, the protector of the video cable section, the video connector and video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. It is likely the image sensor unit may be damaged (disconnection, etc.) Due to use stress, external factors, or handling, or mounted parts on the electric board (ic chip, capacitor, etc.). The peeling off of objective lens adhesive is likely due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5. Grasp the insertion tube lightly with your hand and slide it over its entire length to make sure it does not get caught. 6, make sure that there are no scratches, chips, dirt, gaps around the lens, etc. On the tip of the lens. Figure 3.4 7, check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. Figure 3.5 8, wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean. [Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2 observe the palm, etc. With normal light observation image and nbi observation image. 3, make sure the illumination light is out. (See figure 3.23) 4, adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image." Olympus will continue to monitor field performance for this device.